Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave erratic sodium (na) results. Erroneous results were not reported out of the lab. There were no changes to patient treatment as a result of this event. There were no reports of death or serious injury. The customer stated that they noticed that their quality control (qc) results had become erratic during the week prior to their contacting bci. An emergency room physician questioned two patient samples whose na was higher than he expected. Upon repeating those samples, the results did not change significantly. The customer stated that to his knowledge, no erroneous results have been reported. No specific patient data were provided by the customer.

Manufacturer narrative:
The customer evaluated the system while on the telephone with customer service. The customer stated that the flow cell appeared to be clean but that the tubing coming out of the top of the flow cell appears to be cloudy. A bci field service engineer (fse) evaluated the system and found that the customer's synchron lx20 clinical system is exhibiting the same symptoms. The fse had the customer switch to a new lot of ion selective electrode (ise) buffer. This appears to have resolved the issue. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.